Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading both inaccurately high and low compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy issues first began a couple of months prior to contacting lfs; however, he was unable to recall the date. The patient claimed obtaining blood glucose readings of "250-260 mg/dl" with the subject meter which he felt were high compared to his feelings and/or normal readings. The patient also claimed obtaining blood glucose readings of "50-60 mg/dl" with the subject meter which he felt were low compared to his feelings and/or normal readings. The patient manages his diabetes with oral medication (unknown type and dose) and self-adjusted insulin. The patient denied making any changes to his usual diabetes management regimen in response to the alleged inaccuracy issues. The patient reported that an unknown time after the inaccuracy issues began, he developed symptoms of feeling "sweaty and hungry". He denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject device. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.